Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported finding the 3058 implant, but they kept getting device not responding. The rep reset the handset and communicator, but the issue did not resolve. They then stepped out of the room and they were able to connect to the ins. Troubleshooting resolved the reported issue. No patient symptoms were reported.